Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The customer confirmed the reported display issue. The customer reported the problem was resolved by replacing the ui module.

Event description:
The customer reported that the display was dim.there was no patient involvement. Event date not specified; estimate used.